Event description:
Family member of home patient (hp) reported in 2000 that the hp felt full and had difficulty breathing, as if hp were overfilled, while using the homechoice cycler for apd therapy. The hp's family member initially related that had bypassed the initial drain before the hp's day exchange of 2000mls was drained, advancing the homechoice cycler into fill 1. During 1, the hp received programmed fill volume of 2000mls. The hp was placed into a manual drain, removing 2584mls until hp felt less full. However, follow up with the hp's family member reveals that hp's family member denies that bypassed the initial drain inappropriately and states that the hp had manually drained out the day exchange prior to the start of apd therapy. The hp's family member further relates that the hp's shortness of breath occurred as a result of poor circulation. According to the hp's family member, there was no pt injury or medical intervention. The hp's family member also initially reported (on the same day) that the hp had congestive heart failure (chf) and peritonitis. Follow up with the hp's family member reveals the hp's family member does not attribute chf or peritonitis to the homechoice cycler. Hp's family member relates that the hp's healthcare professional felt that the peritonitis may have been caused by trauma to the catheter exit site. According to the hp's family member, the hp was treated in the hospital, however, the hp has no further details to provide. No additional information was provided by the hp's healthcare professional. Should any further information be made available, it will be forwarded.